Event description:
The customer was admitted to the hospital for diabetic ketoacidosis. The patient stated that she inserted the subcutaneous insulin infusion set on the morning of 16 nov 98. She started to feel bad in the middle of the day. The patient kept giving boluses although her blood glucose level was high and rising. Finally in the middle of the night she gave herself large bolus and felt the insulin running down her leg. She then observed that the plastic indwelling cannula was not inserted in place at the site.